Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door not fully latched messages. Close door messages which were reproduced during eval. The messages were found to be caused by a failed hook switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.